Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5077066 / 5088978, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed.